Event description:
The patient reported uncomfortable stimulation/overstimulation. He herniated another disc and developed stenosis. Since herniating a disc, his stimulation sensation felt different - 'more like electricity than pulsing' and particularly noticeable down legs. He thought the change in stimulation sensation was due to the herniated disc and he would be having back surgery soon. He thought the stimulation would return to a normal sensation after surgery. The patient was redirected to the healthcare professional (hcp) for adjustment if after back surgery, the patient was not better. The patient confirmed the back surgery/herniated disc/stenosis was unrelated to his device. The indication for therapy was non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported he had back surgery to repair l4/5. The patient noted that the stimulation had felt better since the surgery. The patient also noted that he did not know if the herniated disk was the cause of the change in stimulation and it was not discussed. The issues seemed to be resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.